Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown reason at the time of a non boston scientific procedure. It was noted there was no boston scientific field representative involvement. No additional adverse patient effects were reported.